Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. Device history record review cannot be performed as the lot number was not provided. The most likely cause of the event was failure to follow protocol as the blood vials were properly identified with the patient name. Facility will not return the device.

Event description:
It was reported that during a torn rotator cuff and torn bicep repair, blood was drawn pre-operatively and spun to be used in an arthrex syringe system. The centrifuge was located outside the surgery room. Another nurse from a different case removed the spun blood, set it on a shelf above and started to spin down blood drawn from a different patient. In the meantime, the rep in the case was asked by someone from the surgical team to retrieve the spun blood from the centrifuge, but inadvertently took the incorrect blood and gave it to the circulating nurse for injecting into the subacromial during surgery. Following surgery, it was discovered that the blood that was injected was actually from a different patient who, unfortunately, was infected with (B)(6). The patient has contracted (B)(6) and is currently receiving treatment.